Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
The customer reported their display failed. Welch allyn field service confirmed the failure and replaced the display. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
Welch allyn evaluated the display and were unable to reproduce the customer allegation. The customer received a new display and there have been no further calls from this customer since regarding this issue.